Event description:
This report is based on information provided by philips service personnel and has been investigated by the philips complaint handling team. Philips received a complaint from the philips service engineer, reporting that the v60 ventilator displayed a 1125 (cbit) cooling fan speed error. It was unknown how the issue was found. No patient or user harm reported. During evaluation of the case record, the customer responded that due to the high cost of the repair, and the age of the device, the customer did not accept the repair budget and requested to have the device returned without repair.